Event description:
It was reported that a device alarms "upstream occlusion" when turned on was experienced.

Event description:
It was reported that a device alarms "upstream occlusion" when turned on was experienced.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with a damaged housing. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a flow test was performed. The reported event was duplicated. The upstream occlusion alarm was activated when the pump tried to run. The upstream sensor and damaged downstream sensor were replaced.